Manufacturer narrative:
Updated data: b5. A second paragraph was added. D4. Expiration date, serial #, UDI # h4. Device mfg. Date corrected data d10. Was inadvertently omitted from the initial medwatch report. E1. Initial reporter name "unavailable unavailable" was inadvertently left in the initial medwatch report. Removed per regional privacy regulations and can be considered redacted. Initial reporter street 1 was updated g2. Report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported it was reported that approximately 2 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted for an unspecified conduction disturbance. Additional information was received to clarify the permanent pacemaker was implanted due to an unspecified bundle branch block.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported it was reported that approximately 2 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted for an unspecified conduction disturbance.